Event description:
Covidien received information that due to an 840 malfunction, the patient was placed on another ventilator. There was no patient harmed or injured as a result of the event. The evaluation of the device has not been completed.